Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: insufficient information: no observations are performed for the complaint as the event is insufficient information. Additional observations: deformation observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Device was received at the device analysis lab with insufficient information. Healthcare professional later reported right side capsular contracture, baker grade iii. The device has been explanted and replaced.